Manufacturer narrative:
(B)(4): the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Manufacturing review: supplier evaluation - 08.510.130s synpor porous polyethylene sheet. Dsm biomedical manufactured the synpor porous polyethylene sheet, part #08.510.130; the lot number is unknown and a device history record review cannot be performed. The synpor porous polyethylene sheet was made to the synthes drawing p/n 08.510.130. Due to an unknown cause, it was reported that the synpor porous polyethylene sheet broke during an orbital reconstruction after the patient was treated for a tumor. The surgeon was bending the plate outside of the sterile field and the plate broke in several pieces. There was no contact with the patient when this occurred. Three (3) fragments of the plate were returned, but some are missing. The supplier stated that ¿the returned device was received without original packaging or documentation. Approximately 75% of the original product was returned and broken into three pieces. The returned product condition did not indicate degradation through heat. No root cause can be assigned for the reported failure mode. Without the lot number, it was not possible to review the device history record. A review of the dsm complaint log show no previous complaints for similar reported failure modes.¿ based on the supplier¿s evaluation and the unknown cause, this complaint is confirmed but it cannot be determined whether it is considered manufacturing-related. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the synpor porous polyethylene sheet broke during an orbital reconstruction after the patient was treated for a tumor. The surgeon was bending the plate outside of the sterile field and the plate broke in several pieces. There was no contact with the patient when this occurred. The surgeon used another plate to complete the procedure successfully. There was no patient harm and no delay in the procedure reported due to this event. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional common device names; ftl, ftm. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.